Event description:
Physician attempted to balloon a heavily calcified av fistula and balloon burst circumferentially. The physician used a gooseneck snare catheter and retrieved all pieces of the balloon. No patient injury reported.